Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: de santis, f., notari, m., & chiappa, r. (2020). Early periaortic hematoma development after evar in the presence of severely calcified and modestly conical-shaped aortic neck: a potential trigger for sudden aneurysm progression toward rupture. Doi: 10.1177/1708538120978030. Specific product details are not available. The exact event date is unknown. The publication is attached. Complaint conclusion: as reported in the literature article by, de santis f, notari mp, chiappa r. Early periaortic hematoma development after evar in the presence of severely calcified and modestly conical-shaped aortic neck: a potential trigger for sudden aneurysm progression toward rupture. Vascular. 2020 dec 13:1708538120978030. Doi: 10.1177/1708538120978030. Epub ahead of print. Pmid: 33308108., follow-up data showed that approximately two weeks after stent graft implantation, the patient developed a small periaortic wall hematoma. Approximately two weeks and three days post stent implantation, the patient developed a retroperitoneal hematoma and an increase in aneurysm diameter with aortic wall tear, requiring a saccotomy. The patient expired approximately one month after abdominal aortic aneurysm (aaa) surgery. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported "aneurysm enlargement and retroperitoneal haematoma" could not be confirmed as the device was not returned for analysis. Procedural images were not provided for review. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a product history review (phr) could not be completed. According to the instructions for use (IFU), which is not intended as a mitigation of risk, "warnings: over inflation of balloon can cause graft tears and/or vessel dissection or rupture. When expanding the prosthesis, there is an increased risk of vessel injury and/or rupture, and possible patient death, if the balloon's proximal and distal radiopaque markers are not completely within the covered (graft fabric) portion of the prosthesis. It is recommended that physicians conduct regular examinations and imaging for the patient's lifetime. Follow-up imaging should be decided based upon the physician's clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft." The very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported in the literature article by, de santis f, notari mp, chiappa r. Early periaortic hematoma development after evar in the presence of severely calcified and modestly conical-shaped aortic neck: a potential trigger for sudden aneurysm progression toward rupture. Vascular. 2020 dec 13:1708538120978030. Doi: 10.1177/1708538120978030. Epub ahead of print. Pmid: 33308108., follow-up data showed that approximately two weeks after stent graft implantation, the patient developed a small periaortic wall hematoma. Approximately two weeks and three days post stent implantation, the patient developed a retroperitoneal hematoma and an increase in aneurysm diameter with aortic wall tear, requiring a saccotomy. The patient expired approximately one month after aaa surgery. The device will not be returned for evaluation.